Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at weld site and approx. 23mm proximal of weld site. The proximal section of j stiffener wire measures approx. 64mm and was received completely out of lead body. Approx. 3mm of the proximal end of the j stiffener wire which fractured at weld site and approx. 23mm proximal of the weld site was received protruding out of the outer polyurethane insulation approx. 24mm proximal to the weld site. The outer polyurethane insulation was also received with an abraded hole approx. 27mm proximal of the weld site. It appears that the entire j stiffener wire was received with all recorded add up to approx. 87mm. X-ray of lead distally confirms j stiffener wire fractures.

Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The lead has not been returned for evaluation.